Event description:
It was reported that customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Customer was treated through intravenous fluids, insulin drip, and glucose. Customer was released from the hosp on (B)(6) 2015. Reportedly, customer uses humalin r-500 insulin.

Manufacturer narrative:
No prod returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.